Manufacturer narrative:
(B)(4).

Event description:
The patient developed an epidural infection. Additional information has been requested.

Event description:
It was further reported that the patient was treated by a health care provider. It was noted that the cause of the epidural infection was unknown. It was reported that the patient had a percutaneous trial, which was removed several weeks prior to the event. It was noted that the patient did not have any company equipment implanted at the time of the infection.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead.

Manufacturer narrative:
(B)(4).